Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked from the hose in three (3) devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-apr-2026. Investigation summary: bd received 142 samples and 1 photo for investigation. The photo depicts a device but does not show any damage or failure mode. Thirty returned samples were randomly selected and subjected to functional tests to assess device functionality. Six samples failed testing due to sleeve leakage observed from poor sleeve recovery, while no other device leakage was identified. Additionally, 30 retained samples were subjected to functional tests to assess device functionality. All retained samples passed testing with no sleeve leakage, sleeve non-recovery, tubing, or device leakage identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection e.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked from the hose in three (3) devices. No adverse impact was reported regarding the patient or user.